Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture due to high thresholds. The lead was capped and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).